Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient, assistance with the cardiosave intra-aortic balloon pump (iabp) that had overheated twice while in use. Hospital reports it made a very loud beeping noise and alarmed ¿system over temperature.¿ they rebooted the console and restarted therapy both times with no issue. Suggested they go ahead and change out the console as no guarantee it would not happen again. The physician¿s team decided to keep the pump as is, as it could come out this evening as the patient would likely be placed on comfort care. The team went ahead and secured another backup console at a sister facility as the account only has two on site.

Manufacturer narrative:
Corrected field: e3, h6 (health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue as no heat-related issues were found. Error was likely due to device proximity / improper airflow. The fse performed pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.